Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a lithotripsy and removal of common bile duct stone procedure performed on (B)(6) 2013. According to the complainant, during for the procedure, resistance was felt while advancing the device through the scope. After performing the lithotripsy and while withdrawing the device from the cbd, it was noticed that the basket tip had detached into the duodenum. Reportedly the handle was not being manipulated at that time of the tip detachment. The physician left the tip to pass naturally and suspects that the resistance within the scope may have caused the tip detachment. No patient complications resulted from this event.

Manufacturer narrative:
Patient age/date of birth is unknown; however, the patient was reported as being over 18 years old. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.